Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit was freezing. A good faith effort was performed to obtain further relevant information, but no response was received at the time of the initial report. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the reported issue could not be replicated. The device was left powered on over night connected to a patient simulator. No signs of freezing were seen. The mainboard and I/f board were replaced for precaution and the device was returned to the customer. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The exact cause for the reported issue could not be established. The mainboard and I/f board were replaced for precaution and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the unit was freezing. Good faith efforts were performed to obtain further relevant information, but no response was received. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.